Event description:
It was reported that the pump had malfunctioned. The device was intended to dispense the medication over a 46-hour period; however, the full dose was administered within 47 minutes. There was patient involvement, unknown patient injury was reported. The patient was admitted to the emergency department for observation and was discharged on (B)(6) 2025.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint that that the device had malfunctioned during home use. The device was intended to dispense the medication over a 46-hour period; however, the full dose was administered within 47 minutes. Review of event log found no relevant error codes. Review of service history found no relevant information. Visual and functional testing was performed. Functional testing was performed and throughout the process, it was verified that the infusion pump was operating correctly, showing no signs of failure, over delivery, or malfunction. The pump demonstrated stable operation consistent with the programmed parameters, with no alarms or alerts. During the investigation all tests passed and over delivery was not confirmed. The probable cause of the reported problem unknown.